Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation (exact date unk) on a pt who reportedly had an "aggressive" dilatation and curettage (d and c) due to a "miscarriage" (exact date unk). Three weeks post ablation, the pt was "admitted into the hospital due to discomfort and stomach pain." A laparoscopy was performed and revealed the "bowel was stuck to the uterus." "The pt [was] diagnosed with severe endometriosis and apparently there was puss." We have been unable to obtain additional information surrounding this event.